Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope had no mage displayed on the screen. The issue occurred during unknow therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b5, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. ¿ the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image sensor cable had short circuit at the distal end which led to the image abnormality. The short circuit may have occurred by the twisted image sensor cable. ¿olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.